Manufacturer narrative:
This report is submitted on january 4, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the device through the skin. The patient underwent a skin revision surgery on (B)(6) 2020. The implanted device remains.